Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was frozen on the wire and deployed prematurely. A 6x120x130 innova¿ stent was being introduced over a zipwire. While being passed through the introducer sheath, the innova became stuck on the zipwire and could not be moved forward or backwards. In the process, approximately 30% of the stent became deployed. The innova¿ stent and the zipwire were removed together. The procedure was completed with another of the same device. There were no patient complications and the patient is in stable condition.